Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypersensitivity (allergic reaction) and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient had a nickel reaction to a xience v stent (unknown size). This stent was also found to be restenosed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all relevant information.